Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Post implantation, the right ventricular (rv) lead impedance, sensing, and threshold values were confirmed. Upon moving the patient, the patient experienced cardiac arrest due to patient conditions. Right ventricular (rv) lead dislodgement was noted once the patient was stable which resulted in a loss of capture. It was alleged that the patient¿s high pulmonary pressure may have contributed to the dislodgement. The lead was repositioned successfully, and the patient was stable.